Event description:
Reporter stated that pt's blood glucose was measured, using the accu-chek mobile system, with a result of 361 mg/dl. Pt's blood glucose was reportedly retested, on a different blood glucose monitoring system, with a result of 61 mg/dl. Reporter did not indicate if pt modified therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).